Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
User facility medwatch: device failure issue with multiple proglide closure devices during a tevar procedure; the procedure was converted to an open case for hemostasis. After the devices did not deploy. Four proglide closure devices were defective. (Lot #6093041 and 6111841 times 3) five devices total were opened. At the end of the procedure (for final closure) the patient started bleeding thus surgery was converted to open in order to accomplish hemostasis and finish the case. Additional reported information indicates that using the seldinger technique, a micropuncture sheath was placed and then two proglide sutures were deployed. On the left, using ultrasound guidance a 5f sheath was inserted. Guide wires were placed up into the descending aorta and needed to be steered with a non-abbott catheter. Non-abbott guide wires were placed. Angiography was performed, the landing zones were marked, and then a non-abbott thoracic endovascular graft was placed. The 5f was placed up the left and the device was placed up the right groin. The catheter was then pulled back and angiography was performed at the level of the renals. Again this was marked, and then a non-abbott thoracic endovascular graft was placed. The sheath was removed on the right; however, the closure devices did not deploy well. A 10f sheath was inserted and an open cut down was then performed on the groin. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.